Event description:
A customer reported a malfunction alarm with their insulin pump, although no notable events preceded the issue. The impact on the customer's blood glucose level was unknown as they declined to specify if it exceeded 500 mg/dl. To address the problem, technical support assisted the customer in resetting the pump, but the malfunction persisted, leading to the decision to replace the pump. The customer planned to use multiple daily injections as backup therapy. Technical support provided instructions on pump storage and return procedures, which the customer acknowledged and understood.